Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "system error 322" was confirmed and reproduced during evaluation. Physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly was replaced.